Event description:
During an upper gi film, as the radiology table was being lowered from an erect to flat position, the carriage started to slowly slip downward until it was resting on the pt's chest. Radiologist and technician tried forcing the carriage up enough for the pt to move out from underneath. They were not able to move the carriage but the pt was able to slide out due to his small size.